Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor shaft was stuck. Further, the values of the keypad were out of range. The motor, and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. When the values of the keypad are out of range, the buttons of the device may not respond. However, given the information provided, we cannot discern a definitive root cause of what caused the values of the keypad to out of range and jammed motor shaft. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/05/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation on (B)(6) 2020, it was determined that the handpiece device failed electrical safety test. There was no procedure nor patient involvement. No additional information was provided.